Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. He received a message that said a button was pressed for longer than three minutes. The insulin pump but more specifically the keypad was unresponsive. His blood glucose level was 140 mg/dl. He forgot to remove his insulin pump before stepping into a pool. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had a frozen screen due to moisture damage to the electronic assembly. The functional tests could not be performed and no button error alarm or keypad anomaly could be confirmed due to the frozen screen. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window. Moisture damage was noted on the motor assembly and the vibrator motor.